Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's electronics system was unable to successfully communicate with her sensor due to false locks and interference. In turn, the patient was hospitalized for approximately four days. After the patient was released from the hospital, troubleshooting attempts to provide resolution were unsuccessful. The patient's issue resolved via replacement electronics system.

Manufacturer narrative:
Patient sex was reported incorrectly on the initial report. Initial reporter information was listed incorrectly on the initial report. Occupation was inadvertently omitted on the initial report. Contact office: information was inadvertently omitted on the initial report. Manufacturing site phone number was incorrectly reported, manufacturing site first and last name, and manufacturing site email were listed by mistake on the initial report. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.